Manufacturer narrative:
(B)(6).

Event description:
It was reported the metal tip on the ambient super multivac 50 wand metal detached during surgery and fell into the surgical site. The broken piece was unable to be retrieved. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection under magnification showed the electrodes were detached with jagged edges on the top remaining electrode legs and rounded edges on the bottom electrode leg. There was also discoloration on the adhesive and scuff marks on the spacer. There was a significant amount of scratch marks on the exposed shaft and black shrink tube near the tip of the wand. There were no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite detachment of the electrodes; plasma was created on the remaining electrode legs. The suction line was tested and performed as intended. The root cause of the damage is most likely associated with the device potentially coming into contact with a metal object such as a cannula. Additionally, mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.